Manufacturer narrative:
Returned for evaluation was one pmta accu2i standard applicator. A visual examination of the device noted that the tip of the applicator is fractured (bent). The site of the break/bend occurs where the tip meets the shaft of the device. Functional testing could not be performed due to the condition of the returned device. The customer's reported complaint description of the tip fracture is confirmed. Although the complaint description is confirmed, a definitive root cause for the event cannot be determined. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. It is possible that the patient moving during the procedure while the applicator was in place could have contributed to the reported issue. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on february 16, 2017: when the treating physician withdrew the applicator from the patient during a microwave ablation procedure, it was noted the ceramic tip of the applicator had partially detached from the applicator shaft. The tip remain partially attached to the shaft by the internal wiring. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.